Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. 6 events were reported for this quarter. 6 devices were received for evaluation. 4 events were confirmed during testing. 2 devices were found to be affected by wear. 1 device was found to be affected by corrosion. 1 device was found to be affected by disassembly. 2 device evaluations are in progress. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 6 malfunction events in which the device caused a cutting accessory to break. 4 reported events had no patient involvement; no patient impact. 2 reported events had patient involvement; no patient impact.

Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number (B)(4). Correction: 2 devices were expected for evaluation; however, the devices were not received. There were no remedial actions taken. The devices are not labeled for single-use.

Event description:
This report summarizes 6 malfunction events in which the device caused a cutting accessory to break. Four reported events had no patient involvement; no patient impact. Two reported events had patient involvement; no patient impact.